Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Additionally, it was reported that air bubbles were observed in the canister. Customer's blood glucose level was 350 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.